Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 9atm for 30 seconds at second inflation. The device was removed without any issue using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.